Manufacturer narrative:
The reported event of undersensing was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During initial implant procedure, a decrease in r-wave sensing which resulted in undersensing was observed on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable.